Event description:
Blood glucose reading was 500 mg/dl back to back with a result of 200 mg/dl performed within less than 5 mins of each other. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.